Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a distal circumferential fracture. A distal circumferential fracture has the potential for forward firing; therefore, the reported clinical observation is confirmed. It is probable that debris adhesion identified on the surface of the metal cap contributed to elevated temperatures near the laser beam output window leading to the fiber damage. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis results, the interaction between the user and device caused or contributed to the reported event and identified distal circumferential fracture. Additional manufacturer narrative: estimated date of event entered. Fiber was used some time between 2021 and july 2022.

Event description:
It was reported that the fiber was found to be defective during the procedure. The procedure was completed using another fiber. There were no patient complications. The fiber was returned and analysis identified a distal circumferential fracture. The potential for forward firing exists.